Event description:
The scissor was being used to diathermy a section of endometriosis and the consultant noticed smoke coming from the shaft of the instrument away from the site of diathermy where the uterus was touching the shaft. Therefore, the consultant was aware the instrument must have shorted out of view and caused a burn to the uterus where the shaft was in contact with it. Electrical short circuit through the faulty insulation caused a superficial burn to the uterine serosa. This will have no consequence to the patient but if the burn had been on the bowel, bladder ureter or fallopian tubes, serious harm could have resulted.